Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The two returned 1.5mm hex driver tip, locking groove (part number 80-0728, batch numbers 599700 and 599307) were examined visually under magnification. Both drivers were in overall good shape with all laser markings clear and legible. Both drivers showed signs of torsional and oblique fracture patterns were identified at the transition from the radius to the hex tip. A torsional fracture pattern likely indicated an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicated some side loading (bending), away from the driver's central axis, was also applied to the hex tip. Hex tip breakage likely occurred when excessive force was applied to the driver during use to overcome increased resistance. This increased resistance could have many contributing factors such as encountering dense bones, inadequate pilot hole depth, and improper surgical technique. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 3331 and 10. Investigation findings code (annex c): updated to 3243.

Event description:
(Report 2 of 2) it was reported during surgery that two 1.5mm hex drivers broke at the driver's head. The surgery was completed with a second surgical tray after a 15-minute delay. No adverse patient consequences were reported. There are two related report numbers for this event: 3025141-2025-00031.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation. However, the device has not been returned at this time. A follow-up will be submitted at the time of the product's return and evaluation.